Manufacturer narrative:
Product ID: 3889-33, lot# va1mgrh, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1mgrh, ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the devices were explanted because of an infection. No complications reported. No further symptoms reported.

Manufacturer narrative:
Investigation summary: it was reported that the device were explanted because of an infection. As the event was reportable to a regulatory authority, an investigation was required. The event was investigated to determine cause. Follow up was not conducted because the event was a known event and the resolution was also provided. Device return was requested, however the device was not returned at the time this investigation was completed and no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. The reports of infection led to the known event assignment. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Pli 20 investigation summary - it was reported that the device were explanted because of an infection. As the event was reportable to a regulatory authority, an investigation was required. The event was investigated to determine cause. Follow up was not conducted because the event was a known event and the resolution was also provided. Device return was requested, however the device was not returned at the time this investigation was completed and no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. The reports of infection led to the known event assignment. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Product ID: 3889-33, lot# va1mgrh, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had ordered a return box and were waiting on the arrival of the return box before they could send the explanted devices. Patient weight was unknown. No symptoms were reported. No further complications were anticipated/reported.